Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of stimulation/therapeutic effect. It was noted that there was a shocking/jolting sensation. The action required as a result of the event was reprogramming. The issue was resolved. Patient had sudden dyskinesia. It was noted that when checking the implantable neurostimulator (ins) with the clinician programmer the ins showed stimulation of 10hz. The stimulator had turned from 130hz to 10hz without any manipulation of the patient or physician. It was noted that there was no electro-magnetic interference nearby. Patient was reprogrammed from 10hz to 130 hz and akinesia improved immediately. The patient was alive with no injury. Patient symptoms were less than 50% therapy relief and had had a sudden worsening of akinesia. Additional information received reported that the even had not occurred again.